Event description:
It was reported that a shipped low flow system controller that was ordered was defective.

Manufacturer narrative:
Section a: no patient was reported to be involved in this event. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the black lead had damage done at the spiral silicone connection end.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings were submitted under MFR #: 2916596-2025-05978.